Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device had not received any alarms. Customer had to keep changing the batteries. Customer's blood glucose was unknown. Customer's mother was unable to troubleshoot at time of call due to customer not present. Customer will not be returning the device for analysis.